Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they were having excruciating pain for about 18 inches across the body, and it wouldn't go away. The patient stated this had been going on for at least a year. The patient had not had a hard fall or any accidents. The patient mentioned when they first got the device on the (B)(6) 2024, the doctor would have them go into their office to regulate the thing and check it. Now the patient was in pain for an over a year. The patient did not know if that was what it was or if there was something faulty, but they were in such pain they couldn't walk around sometimes. The patient stated the pain was at the implant site, like on fire. The patient stated in 2024, the implant was fine, but then patient moved and went to a different dr who said it wasn't working and was not put in properly. The patient was having minor pain at that time and that was about a year and half ago. The agent asked if the patient had tried shutting off the therapy, and patient states they did not have the equipment charged, and they would like them to show them in person because that was how they learn. They were not 'electronical' so they were limited on the phone because they did not like being on the phone a lot. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.